Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving morphine 20 mg/ml at a dose of 12 mg/day and clonidine 150 mcg/ml at a dose of 90 mcg/day via an implantable pump. The lot numbers, concomitant medications, and medical history were not obtainable. It was reported that during normal use on (B)(6) 2016 the pump was refilled. After reprogramming the alarm date showed (B)(6) 2016. The patient went home and the physician called emergency services. The physician was not able to make printouts and therefore called the company representative to read the session data. The session data date of the physician programmer, 8840, showed "07-04-2016, but it was us-format" reportedly, the "mixture-concentration" in the pump was incorrect. The physician used the original "drag" concentrations. The reservoir volume was 40 ml after reprogramming and a refill date of (B)(6) 2016. The patient was not available anymore, because she went home. The physician was to try and reach the patient and the hospital to program the pump to stop. "Tomorrow" reprogramming should take place with company support. No surgical intervention occurred or was planned. At the time of the initial report the issue was not resolved and the patient's status was alive-no injury. It was further provided on (B)(6) 2016 that the attending physician confirmed that the pump was reprogrammed with the correct settings and that there was no negative impact on the patient. The physician currently had no further information. On (B)(6) 2016 additional information was received from the representative who provided that the 8840 programmer was obtained and the print-out was checked. The physician had programmed the wrong concentrations (he used the original concentrations of the drug). In addition, the date had the wrong format (mm.dd.yyyy), this was unexpected, and this was the reason for the confused data and wrong refill-date. The session reported noted that the pump examined at "07/04/2016 mm/tt/jjjj 09:22" and was last changed on "06/06/2016 mm/tt/jjjj 10:49". And the medications were listed at morphine 10.0 mg/ml at a dose of 12.014 mg/day and clonidine 75.0 ug/ml at a dose of 90.103 ug/day. The session report provided noted a refill interval of 3 days with the expected reservoir alarm was noted at "07/07/2016 mm/tt/jjjj" and reservoir volume of 6.5 ml. The pump was then noted to have been last changed on "07/04/2016 mm/tt/jjjj 09:24". No change was made to the concentration or dose and the date of the expected reservoir alarm was noted as "08/04/2016 mm/tt/jjjj" with a reservoir volume of 40 ml and a refill interval of 31 days. The representative further verified that the pump session date was (B)(6) but that the report date in the print-out was (B)(6) due to the wrong date-format. When asked if the refill alarm date of april 8, 2016 was incorrect (2016-04-08) or was it supposed to be august 8, 2016 (2016-08-04) the representative replied "yes, but session date was july, 4th". In regards to the inquiry of confirm what the reprogramming alarm date should have been if it was incorrect the representative noted a refill-interval was 31 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.